Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. When the device was returned to the manufacturer on feb 25, 2018, reportable device defect was recognized on the subject guide wire; therefore, the date the manufacturer became aware of this event was considered the date the device returned. Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no adverse patient effects. No additional intervention was taken against the peeled polymer jacket. The patient was doing fine without problem after the ppi. The subject device was returned with the concomitant penetration catheter for evaluation. The guide wire was in the catheter. Distal segment of the catheter was found bent. Approximately 240 mm of the distal segment of the wire was out of the catheter tip and helically deformed due to friction applied on the wire surface. The polymer jacket of the wire was intermittently peeled off for approximately 220 mm to the wire tip. Based on the obtained information and investigation outcome, it was presumed that the distal segments of the subject guide wire and the concomitant catheter were deformed due to anatomical condition such as tortuosity of the vasculature; that deformation generated increased friction between the wire and the concomitant catheter, and eventually led the polymer jacket of the wire to become peeled off. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that fragment(s) of the polymer jacket might be left in the anatomy. Precautions section of the instructions for use of the subject guide wire states: never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.). (This guide wire may be damaged or break apart.)

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) to treat a 90-99% stenosis in the superficial femoral artery, the subject guide wire became stuck with a concomitant asahi penetration catheter. Both guide wire and catheter were removed from the anatomy. The ppi was resumed by using other devices and completed with successfully reestablished blood flow.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.